Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11/ d02- intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have thermal damage on the monopolar yaw pulley. The instrument showed signs of charring and localized melting. Possible fragments were missing with the missing piece measuring approximately 0.029¿ x 0.129¿ in length. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. No damage was found to the ceramic sleeve, pitch cables, or cautery hook. The root cause of thermal damage on the monopolar yaw pulley is typically attributed to mishandling. Additionally, the instrument was found to have thermal damage on the proximal clevis. Possible fragments were missing. The missing piece measured approximately 0.034¿ x 0.161¿ in length. The root cause of thermal damage of the proximal clevis is attributed to mishandling. The instrument conductor wire insulation was also found to be damaged on the distal end. The insulation showed signs of thermal damage. Possible fragments were missing. The conductor wire was exposed; however, no wires were damaged. The instrument passed the electrical continuity test. The root cause for damaged insulation is attributed to a component failure.

Manufacturer narrative:
Isi has not received the pch instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log was performed. Per the review, the following was confirmed: system serial #, device material, lot#/serial #, and event date. The instrument was last used on 20-apr-2021 on system sh0350. The instrument had 9 uses remaining after the last use. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: the customer provided image of the instrument depicts one side of the permanent cautery hook instrument¿s distal end/tip. There appears to be thermal damage and/or residue present on the proximal clevis of the instrument. Additionally, small dark marks are visible on the distal clevis, which may be indicative of bio debris and/or material discoloration. At this time, there is insufficient evidence to come to any definitive conclusions regarding the reported event/instrument. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument arced with no evidence or claim of mishandling or misuse. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, an electric arc occurred between the patient¿s tissue and permanent cautery hook (pch) instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 26-may-2021 and obtained the following additional information: the instrument and cannula were not inspected prior to use. One part of the instrument was damaged after the arcing event. When the arcing event occurred, the surgeon was cauterizing with monopolar energy. The arc grounded on the patient¿s tissue. A monopolar cord was not connected to a bipolar instrument. The electrosurgical unit (esu) erbe vio 300d was in use. The instrument had been in use for 80 minutes prior to the arcing event. A maryland bipolar forceps was also in use when the arcing event occurred. The instrument tips did not collide with any other instrument or tool during procedure. When the arcing event occurred, the instrument tips were in contact with tissue. The instrument tips did not touch any staples, clips, or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue prior to activating the instrument. The instrument was not removed prior to the arcing event. The surgeon alleged that the arcing event was caused by a malfunction of the instrument. The delay occurred during warm ischemia time. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event.